Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: please clarify the event "wrong item in pack": what product code and lot number was in place of product w9951 lot lh8ddmpo? - w9106 sutures we¿re inside the box instead of w9951. And correct lot number is lh8ddmp0.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/07/2018

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event "wrong item in pack": what product code and lot number was in place of product (B)(4), lot lh8ddmpo?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. It was noted that the "wrong item in pack". There were no adverse patient consequences reported. Additional information has been requested.